Event description:
It was reported that the patient underwent a procedure in which a pyrocarbon hemi implant was revised. The surgery involved transforming it into a total implant by removing the head, substituting it with a cobalt chrome head, and introducing a perform glenoid. This was necessary due to the patient's glenoid pain and identified wear on the glenoid through x-ray results. The decision to perform a revision was made based on these factors.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device has been discarded.

Event description:
It was reported that the patient underwent a procedure in which a pyrocarbon hemi implant was revised. The surgery involved transforming it into a total implant by removing the head, substituting it with a cobalt chrome head, and introducing a perform glenoid. This was necessary due to the patient's glenoid pain and identified wear on the glenoid through x-ray results. The decision to perform a revision was made based on these factors.